Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-09597. It was reported that the patient presented in clinic for a follow up. Upon interrogation, high capture threshold was observed on the right atrial (ra) lead. Loss of capture and no sensing were observed on the right ventricular (rv). Programming change was made. Chest x-ray later confirmed that lead dislodgement was noted on both rv and ra leads. Due to patient¿s anatomy issue, ra and rv leads were unable to be repositioned. The rv lead was explanted. The ra lead was left in place, and the physician opted to program pacing from left ventricular only. The patient was stable and being monitored.